Event description:
Pt underwent endometrial ablation with thermachoice balloon on 12/4/1998 as an outpatient. She was discharged without any complaints or problems. Over the next 2-3 days pt developed/complained of abdominal pain. She was readmitted and taken to surgery, at which time a portion of the bowel was found to be burned. The pt had a partial hysterectomy and bowel resection.